Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10970. It was reported the patient lost therapy following a car accident. It was confirmed the right t7 lead had migrated. As a result, the patient underwent surgical intervention where the lead was explanted and replaced. Issue resolved. It is unknown which t7 lead had migrated. Therefore, both devices will be reported.